Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that when the nurse placed the tubing into the pump module, the tubing separated at the safety clamp. An unspecified fluid was noted in the photo the customer emailed.

Manufacturer narrative:
The customer¿s report that the tubing separated at the safety clamp and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment and distal tubing above second smartsite. Closer inspection of the separated tubing under a lab microscope observed evidence of insufficient solvent at the end of each tubing. Functional testing could not be performed due to the separation and obvious leaking that would occur. A dimensional analysis was performed and the tubing was measured and found to be within specification. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that when the rn placed the tubing into the pump module, the tubing separated at the safety clamp and leaked lactated ringers. The customer further states that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing separated at the safety clamp was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed separations at the engagement between the lower fitment and distal tubing above second smartsite. Closer inspection of the separated tubing under a lab microscope observed evidence of insufficient solvent at the end of each tubing. No tool marks or damages were observed on the lower fitment or throughout the set. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification. The root cause of the separations was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that when the nurse placed the tubing into the pump module, the tubing separated at the safety clamp. An unspecified fluid was noted in the photo the customer emailed.